Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during injection with bd syringe 1ml 31ga 6mm the cannula broke off. There was no reported patient impact. The following information was provided by the initial reporter: the needle broke during the injection.